Manufacturer narrative:
Batch review performed on 19-sep-2022: lot 2112135: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 2202585: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after the primary, a revision surgery was performed due to luxation occurred during shoulder movement. The surgeon revised successfully the liner, glenosphere and metaphysis.